Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 3.50x12mm rx xience skypoint stent delivery system, when the device was removed from the dispenser coil and the protective sheath removed, the stent dislodged from the balloon. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.